Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter stated that the keypad was cracked and peeling and the button symbols were worn off. It could not be determined whether the tactile changes occurred prior to damage to the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was unresponsive and all other buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audible sound was found to be intermittent due to a failed electrical connection. The alleged malfunction is not likely to cause an adverse event because the vibration alarm mechanisms still function and will still alert the user should the pump emit an alarm.